Manufacturer narrative:
Additional information received indicates that the site will also be returning two additional batteries and an ac adapter as concomitant devices. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, thrombus, and respiratory dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in usual state of health when he had hematuria and lvad alarms on (B)(6) 2017 and the patient went to the emergency department (ed). It was stated that left ventricular assist device (lvad) thrombus was suspected. It was also stated that acute kidney injury (aki) was likely related to the hemolysis from the lvad complicated by dye load. Pump speed were stated to have been decreased to reduce hemolysis. It was stated that if lytic treatment failed then inotrope support was planned.  The plan was to turn of the ventricular assist device (vad) and continue inotropes in the morning of (B)(6) 2017. On (B)(6) 2017, the vad powers stated to rise and the family had care withdrawn with the decision not to exchange the device. On (B)(6) 2017 at 10:40am, the lvad was turned off and at 10:58am pulseless electrical activity was noted, at 11:40am the patient was pronounced dead. It was stated by the site that the pump would remain in-situ and would not be returned, also no autopsy would be done. The official cause of death was cardiopulmonary arrest after turning off all support and placed on hospice. No additional information available.

Manufacturer narrative:
Controllers (B)(4); batteries (B)(4); and cac adapter (B)(4) were returned for evaluation; pump (B)(4) and outflow graft with lot #0001797640 were not returned. No device malfunction was reported against the controllers, batteries and cac adapter; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented these devices from performing as intended. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers, batteries and cac adapter revealed that the devices passed visual inspection and functional testing. Review of the manufacturing documentation of pump (B)(4) and outflow graft with lot #0001797640 confirmed that the associated devices met all requirements for release. The reported "high power" event was confirmed via review of the controller log files which revealed multiple high watt alarms logged since (B)(6) 2017. The "kink" in the outflow graft could not be confirmed since the device was not returned and no supporting evidence was provided by the site. Of note, the cause of death was reported to be cardiopulmonary arrest after turning off all support on hospice. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware® ventricular assist system - outflow graft. Device available for evaluation: no. Device evaluated by manufacturer: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other product involved in this event: (per additional information received): (B)(4) - outflow graft / catalog number:1125 / expiration date: 30/sept/2018. (B)(4). Device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: 30/sept/2013. Labeled for single use: no. Pumping issue; obstruction within device. A report was received that a patient was in her usual state of health on (B)(6) 2017 with a recent history of outflow graft (ofg) kink with a possible gradient, when he developed hematuria and vad alarms. He presented to the emergency department (ed) where laboratory testing revealed a therapeutic international normalized ratio (inr), elevated lactate dehydrogenase (ldh), blood urea nitrogen (bun) and creatinine (creat) levels; along spikes in vad power consumption. The patient's medical team suspected a pump thrombus. His coumadin was held and he was given vitamin k along with high dose heparin. On (B)(6) 2017, a computerized tomography (CT) angiogram revealed circumferential fibrinous material in the ofg occluding (B)(4) of the tract. An echocardiogram revealed turbulent ofg flow with an increase in the previously seen gradient. The patient was treated with tissue plasminogen activator (tpa). The patient's acute kidney injury was thought to be related to the patient's hemolysis that was complicated by contrast dye load. The patient's vad speed was decreased to reduce the hemolysis. The patient's blood pressure was 140/63mmhg and he was started on a nicardipine infusion. On (B)(6) 2017 the patient's vad speed was reduced again with power consumption readings in the 8-9 watt range. The patient was started on low dose dobutamine that morning. The patient's ldh continued to rise and he was started on a nitroglycerine infusion to maintain a mean arterial pressure of 85mmhg. That evening, the patient's renal function continued to deteriorate. By (B)(6) 2017 the patient's medical team planned to turn his vad off and continue his inotropes. However, by that morning the patient's vad power consumption was reported to be between 17 and 23 watts with deteriorating renal panel levels and hemolysis indicators requiring treatment with a milrinone infusion. The patient's vad was turned off on 1040hrs. The patient developed pulseless electrical activity at 1058hrs and was pronounced at 1140hrs. The primary investigator reported that the event was related to the study device and unrelated to the patient's condition or to the implant procedure. No further information has been provided. Relevant tests/laboratory data, including date: (B)(6) 2017 - inr 2.63, ldh 1870, bun 30, creat 1.19; (B)(6) 2017 @ 0430hrs - ldh 2930, bun 40, creat 1.74; (B)(6) 2017 - CT angiogram revealed no definite evidence of thrombus but showed circumferential fibrinous material in the vad ofg tract occupying (B)(4) of the ofg tract; echocardiogram revealed turbulent ofg flow with an increase in the gradient with a peak of 41mmhg and a velocity of 3.2m/sec; (B)(6) 2017 morning - ldh >3600; (B)(6) 2017 evening - bun 49, creat 3.22; (B)(6) 2017 - ldh > 3600, bun 47, creat 3.62. Pre-implant history: prior smoking, non-insulin dependent diabetes mellitus, mild chronic obstructive pulmonary disease (requiring treatment), atrial fibrillation, ventricular tachycardia, atrial flutter, nyha class IV; (B)(6) 2014 - initially implanted with (B)(4); (B)(6) 2015 - dl sheath damage; (B)(6) 2015 - anemia; (B)(6) 2015 - ofg kink; (B)(6) 2015 - dl strain relief damage; (B)(6) 2016 - sepsis & acute renal dysfunction; (B)(6) 2017 - hemolysis & ofg kink. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.